Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included termination of pregnancy - elective on (B)(6) 2010 and renal calculi. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraine"). In 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression") and abdominal pain lower ("pain left sided lower abdomen"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding / bleeding"), pelvic pain ("chronic pelvic"), abdominal pain ("abdominal pain/severe abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), anxiety ("anxiety"), fallopian tube disorder ("deformed fallopian tube"), urinary tract infection ("uti"), headache ("headaches"), nervous system disorder ("nuero condit/problem") and complication of device insertion ("there was difficulty placing the essure device in both tubes, so an additional attempt had to be made") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, heavy menstrual bleeding, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, intermenstrual bleeding, urinary tract disorder, vaginal infection, vaginal discharge, hormone level abnormal, weight increased, anxiety, fallopian tube disorder, urinary tract infection, headache, nervous system disorder, weight decreased, vaginal haemorrhage, depression, migraine, abdominal pain lower and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fallopian tube disorder, fallopian tube perforation, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, nervous system disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date (B)(6)2010. Received treatment for pain, psych injury, bladder/urinary problem and other injuries/symptoms. Resulting from complications during surgery previously reported insertion date: 2005 patient underwent hysteroscopic tubal occlusion/failed, left essure device inserted with 13 coils protruding into the uterine cavity. She underwent a laparoscopy/falope ring tubal without any complication. The procedure performed on (B)(6) 2010. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received. Essure removal date, reporter information and patient¿s aka name was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included termination of pregnancy on (B)(6) 2010 and renal calculi. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("migraine"). In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression") and abdominal pain lower ("pain left sided lower abdomen"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding / bleeding"), pelvic pain ("chronic pelvic"), abdominal pain ("abdominal pain/severe abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), anxiety ("anxiety"), fallopian tube disorder ("deformed fallopian tube"), urinary tract infection ("uti"), headache ("headaches"), nervous system disorder ("nuero condit/problem") and complication of device insertion ("there was difficulty placing the essure device in both tubes, so an additional attempt had to be made") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, urinary tract disorder, vaginal infection, vaginal discharge, hormone level abnormal, weight increased, anxiety, fallopian tube disorder, urinary tract infection, headache, nervous system disorder, weight decreased, vaginal haemorrhage, depression, migraine, abdominal pain lower and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fallopian tube disorder, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date (B)(6) 2010. Received treatment for pain, psych injury, bladder/urinary problem and other injuries/symptoms. Resulting from complications during surgery previously reported insertion date: 2005. Patient underwent hysteroscopic tubal occlusion/failed, left essure device inserted with 13 coils protruding into the uterine cavity. She underwent a laparoscopy/falope ring tubal without any complication. The procedure performed on (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received. New events: vaginal bleeding, menorrhagia, depression, abdominal pain lower, migraine, complication of device insertion, device monitoring procedure not performed were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('general abnormal bleeding / bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic"), abdominal pain ("abdominal pain/severe abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), anxiety ("anxiety"), fallopian tube disorder ("deformed fallopian tube"), depression ("depression"), urinary tract infection ("uti"), headache ("headaches") and nervous system disorder ("nuero condit/problem") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, urinary tract disorder, vaginal infection, vaginal discharge, hormone level abnormal, weight increased, anxiety, fallopian tube disorder, depression, urinary tract infection, headache, nervous system disorder and weight decreased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube disorder, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, metrorrhagia, nervous system disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted for insertion date (B)(6) 2010. Received treatment for pain, psych injury, bladder/urinary problem and other injuries/symptoms. Resulting from complications during surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet. Category of case changed to incident. Event injury is replaced by pain. New events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, metrorrhagia (bleeding between periods), general abnormal bleeding, psych injury, perforation: fallopian tubes, urinary problems, uti, vaginal infection, vaginal discharge, hormonal changes, headaches, nuero condit/problem, deformed fallopian tube, anxiety, depression, weight gain, weight loss were added. Patient demographic added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.